Event description:
It was reported that this patient has twiddlers syndrome which resulted in the twisting of the device and twisting of the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments. Visual inspection noted the lead had been severed and the tip segment was not returned. The lead segments were extremely twisted with surface abrasions near the terminal boot. Microscopic visual inspection identified delamination through to the sense a lumen. The electrode damage is consistent with twiddler's syndrome. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
(B)(4) is being used due to surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that presenting data from this system displayed a wandering baseline, noise and an inappropriate untreated episode. A boston scientific technical services consultant recommended further troubleshooting and noise was observed when the patient went from sitting to standing. The caller acquired a new reference template in secondary vector and was going to discuss the clinical observations with this patient's physician. The system was subsequently explanted. No additional adverse patient effects were reported.